Event description:
In 2005, the lay pt contacted lifescan alleging that his one touch ultra test strips were damaged. He obtained results of 329, 307, and 83 mg/dl on the reported meter with greater than 20 minutes between the tests; the specific time difference between the readings was not provided. The pt received no medical attention. The customer care rep (ccr) confirmed that the test strips were damaged; a description of the specific damage was not provided and the pt no longer had the test strips used during the time of concern. A control solution test was not performed, as the control solution was expired. The meter, test strips, and control solution were replaced.